Manufacturer narrative:
Catheter: model: 8709sc, (B)(4), implanted: 2009-(B)(6), explanted: unk.

Event description:
A confirmed catheter fracture was reported. Per the reporter healthcare provider was not able to aspirate the catheter prior to the dye study but did inject the dye. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was replaced. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).